Event description:
Information was received that during use of this smiths medical cadd administration sets, the pump exhibited air alarms without visible air in the system. No adverse effects were reported.